Manufacturer narrative:
The pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. There was no rewind anomaly and no motor noise anomaly noted. Pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their blood glucose levels have been fluctuating. The customer states their levels had been as high as 300mg/dl, and as low as 50mg/dl. The customer's blood glucose level at the time of incident was 57mg/dl. The customer's most current level was 350mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced due to noises being made by pump.